Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call that the insulin pump had an error alarm and was unable to pass the self test. Blood glucose level at the time of the incident was not provided. The caller also stated that the device had another error alarm one month earlier. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No unexpected software error or motor pic failed alarms were noted during testing. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. No unexpected pump error 53 alarms were noted during testing. However, the pump error 53 was present in the format history file due to the software error. No unexpected pump error 63 alarms were noted during testing. The pump error 63 was present in the format history file due to a problem isolated to the keypad assembly. The pump was received with a scratched casing, minor scratches on the lcd window, scratches on the display window cover, a pillowing keypad overlay, a cracked select button on the keypad overlay, a damaged keypad overlay texture, a missing serial number label and a peeling end cap address label.